Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual functional indicated no abnormalities. Pmv performed functional testing which included the reload was loaded into a pmv representative instrument for functional testing. The reload was cycled without hesitation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Pmv performed functional testing which included the reloads were loaded into a pmv representative instrument for functional testing. The reloads were cycled without hesitation. Functional testing confirmed the safety interlock feature successfully prevented the reloads from cycling again. A review of the current complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic left lung lobectomy procedure, there was incomplete staple formation. The knife did not come out of the cartridge. It did staple but was unable to cut. To complete the procedure, the tissue was manually cut. There was no harm caused to the patient. The device is expected to be returned for evaluation.